Manufacturer narrative:
A promus element plus 2.50x16mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. The device tracked without issues on a 0.014 test guidewire. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25feb2021. It was reported that advancing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.50x16mm promus element plus drug-eluting stent was advanced several times but failed to reach the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage.